Manufacturer narrative:
The device was returned for analysis. The reported suture detachment was not confirmed as the entire suture was not returned for analysis. The foot retraction issue was not confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Femoral imaging was not performed and no preclose technique was used in a puncture site greater than 8f. It should be noted that the perclose proglide instructions for use states: perform a femoral angiogram to verify the location of the puncture site. Additionally, for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. It is unknown if the IFU deviations contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.

Manufacturer narrative:
The other three proglide devices referenced with similar reported issues are filed under separate medwatch report numbers. (B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that puncture closures of the right common femoral vein were attempted in two access sites (10f and 7f) using proglide devices after an interventional electrophysiology atrial fibrillation procedure. No imaging was performed to verify the location of the access sites. At the 10f access site the first proglide suture was successfully placed post procedure. As it was a large hole closure, the knot was not advanced and a second suture was attempted to be placed. Reportedly. The next three proglide devices had suture breaks and when the devices were removed the foot was not completely closed despite the lever being closed. The suture of an additional proglide device was successfully placed and the knots of the first and fifth proglide sutures were then advanced to achieve hemostasis. Reportedly, at the 7f access site a suture break occurred when the proglide plunger was removed and the foot was not completely closed when the device was removed. Another proglide device was used to achieve hemostasis. There was no tissue damage due to the slightly open feet at either access site. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.